Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly in the hospital being monitored prior to passing. The patient's passing was reportedly due to asystole. Per clinical review of the available ECG data, the device was started up at 18:10:26 on (B)(6) 2020. The device detected asystole four times from 21:16:16 to 23:42:15 on (B)(6) 2020, while the patient was in sinus rhythm at 65 bpm degrading to asystole. The patient's rhythm then transitions to bradycardia at 30 bpm slowing to severe bradycardia at 10 bpm degrading to asystole with CPR/motion artifact. The device detected an arrhythmia two times from 23:43:05 to 23:44:22 with response button use while the patient was in asystole transitioning to vf. It is unclear who was pressing the response buttons. The patient was in vf with response button use from approximately 23:42:43 until the electrode belt was disconnected at 23:44:22 on (B)(6) 2020. The patient reportedly passed away on (B)(6) 2020. The lifevest properly detected vf, however response button use prevented the lifevest from delivering a treatment from approximately 23:43:05 until the electrode belt was disconnected at 23:44:22. The patient was reportedly in the hospital and under medical care at the time of passing. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.